Event description:
Patient admitted as outpatient for esophagogastroduodenoscopy (egd) with placement of bravo wireless ph. Unable to deploy bravo during the procedure due to device failure. Procedure done by the md, who does these regularly. Physician made decision to not attempt to place another bravo. There is some risk to this as the placement of the device (whether it works or not, it does cause limited irritation to the mucosa). Unable to complete testing, but no harm or injury to patient. Previously plan of care was resumed. Patient to follow up in gi clinic as needed. Device was sent to manufacturer for evaluation.